Manufacturer narrative:
MDR 3003442380-2026-84064 / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545.. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two infusion set kinked cannulas event on 16 mar 2026. The blood glucose level was 132 mg/dl and the patient was treated with correction injection via multiple daily injection. The insertion site was abdomen. The infusion set was in use for twelve hours. The patient replaced the infusion set and resumed insulin deliveries successfully.